Event description:
It was reported that during implant there was placement difficulty with two leads. The leads were replaced and the implant was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 439688, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.